Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch veriosync meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately at 11:14am on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of "228 mg/dl" on the subject meter compared to "140 mg/dl" on an unknown meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The patient manages his diabetes with a combination of medications including invokana 100mg and novalog flexpen. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. He claimed that 45 minutes after the start of the alleged issue, he developed symptoms of "shaking [and] black spots in vision". He denied receiving any treatment for his symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain the blood samples and he had described the correct testing steps. The cca also confirmed that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurately high reading on the subject meter, administered medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged inaccuracy issue began.